Manufacturer narrative:
The coil has been evaluated and detached normal with an in-house instant detacher. (B)(4).

Event description:
It was reported the coil reported the coil could not be detached and was removed from the patient. No patient injury reported.